Event description:
A malfunction was reported with a code display of "malf 12," and there were no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, assisted with resetting the pump, and advised the customer to report back if the issue recurs, which resolved the issue as the malfunction did not recur, allowing the customer to continue using the pump.